Event description:
Consumer called stating first time using meter they got high readings. Analysis run on clark error grid using competitive reading (224) vs. Bd readings (527) yielded data points in the c range of the grid, outside acceptable limits.